Manufacturer narrative:
(B)(4). Date sent: 1/23/2026. D4: batch #672d57. Corrected data:, d4 (lot number, UDI), h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60s device was returned with and with a gst60b reload present. The reload was received fully fired with the pan disassembled and the reload body broken. In addition, the reload pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. It is possible that the damage noted on the returned reload was due to improper handling of the reload. It also is possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the reload from the device is the most likely scenario. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 672d57, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent 1/14/2026. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent: 2/5/2026. Additional information was requested, and the following was obtained: 1. Was the plastic portion of the cartridge damaged? What plastic portion? The blue portion was damaged and broke in pieces. 2. Did the metal pan separate from the device? I don¿t know what the metal pan is? 3. If yes, did the piece fall in the patient? No, this happen on the table when the tech was removing the spent reload then went to add a new reload on. 4. If yes, was it retrieved? The broke portions were on the table, then added into the shipment box is the ¿small pieces bag¿.

Event description:
It was reported that during a gastrectomy procedure, the stapler was taken out of the box and used successfully for one firing. After the first use, the stapler hit the table while being articulated when attempting to reload resulting in reload cracking within the jaws. Subsequent attempts to seat a new reload in the stapler were unsuccessful. Changed to a new one to complete the procedure. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 12/24/2025. D4: batch #unk. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: 1. Was the plastic portion of the cartridge damaged? 2. Did the metal pan separate from the device? 3. If yes, did the piece fall in the patient? 4. If yes, was it retrieved? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record was performed for the finished device ech60s lot number a98g8d and no non-conformances were identified this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.